Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer's blood glucose level. The customer was guided through a pump reset by technical support, and following the reset, the cgm error was resolved, allowing the customer to successfully start their sensor session.